Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.1, lab: 1.5. Pt's target therapeutic range is 2.0-3.0. Meter results done immediately after lab.